Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece retrieved? If the needle piece was retrieved, was it removed during the initial procedure? Were there any adverse patient consequences?

Event description:
It was reported that a patient underwent a hernia repair procedure (white line and umbilical) on an unknown date and suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/26/2018. Additional information was requested and the following was obtained: was the needle piece retrieved? Yes. If the needle piece was retrieved, was it removed during the initial procedure? Yes. Were there any adverse patient consequences? No. Another information : no incision done for retrieving the needle. No radiography made for locate the needle. The needle was located on a white line hernia. No patient consequence. No procedure change. No post-operative care. The needle was held by a good needle holder.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 3/22/2019. Additional evaluation summary: the actual sample was returned for evaluation. A fracture was observed in the body of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.